Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt however, upon the attempt to deliver the shock to the pt, the device reported a "check pads" message and would not discharge. Clinicians were monitoring the pt using an ECG pt cable and monitoring electrodes and using zoll stat-padz multi-function electrodes to provide therapy, that had been attached to the pt approximately 24 hours earlier. The pt was being treated for a chronic heart condition and had rquired several defibrillations over that time-frame clinciians had successfully delivered seven shocks to the pt prior to the incident. During the attempt to deliver the eighth shock to the pt, the device displayed a "check pads" message and the device would not discharge the stored energy. The energy was internally dumped and the electrodes were replaced with a fresh set of electrodes and the clinicians continued to provide therapy to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.